Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they decreased the amplitude, which resolved the overstimulation. The cause of the overstimulation after bandage replacement was not determined.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's bandage was replaced and it caused stimulation to be stronger than normal. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.